Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer noticed one of the cartridges was cracked and requested replacement supplies. The customer indicated that blood glucose levels were not affected and that the affected supplies had already been discarded. The shipping address was confirmed, and the customer was informed that replacement supplies would be shipped using two-day delivery. The customer expressed satisfaction with the resolution and reported no further questions or concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.